Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: during investigation, the pump powered up and displayed the verification screen with a fully illuminated and functional display. The ¿blank screen¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the display circuit.